Manufacturer narrative:
Concomitant medical products: 4543, lead, implant date: (B)(6) 2007, 0128, lead, implant date: (B)(6) 2013; n141, crtd, implant date: (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient experienced a fall and the right ventricular (rv) lead exhibited a decrease of impedance. The lead remains in use. No further patient complications have been reported as a result of this event.